Event description:
It was reported that the clock battery and rear case had issues. This was found during testing. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated; no damage could be found on the rear housing and clock battery date have not reached the level of clock battery service. No fault was found with the device. Replaced rear housing as a preventive measure per customer request but not the clock battery. Recommend keypad and downstream sensor to be replaced due to messages found in the event history logs. The root cause of the reported issue was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).